Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-2329, lot: 0012760080, use by date: 2027-04-10, UDI: (B)(4). Continuation of d10: product ID l-evolutfx-2329 (lot: 0012635057); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, a non-medtronic (sentinel) cerebral protection device was inserted. The delivery catheter system (dcs) was inserted through an 18 french non-medtronic (gore dryseal) sheath over a non-medtronic (safari small) guidewire. The first deployment was too shallow, and the valve moved into the ascending aorta. A full recapture was performed. The second deployment was too shallow on the left coronary cusp (lcc), and the valve was partially recaptured. The third deployment was too deep on the non-coronary cusp (ncc), and a full recapture was performed. The fourth deployment was deep on the ncc (6-7 mm). A full deployment was considered, but prior to final release, the valve moved into the left ventricular outflow tract (lvot). The valve was fully recaptured. The fifth and final deployment was 5 mm on both the ncc and lcc. The patient¿s rhythm changed from pre-existing atrial fibrillation (af) with pauses, to af with complete heart block (chb) and junctional escape of approximately 40 beats per minute (bpm). A temporary pacing wire was inserted. It was reported that more than three recaptures were performed in the best interest of the patient and contributing factors for multiple deployments were low calcium burden and involvement of new tavi fellows in the case. The case outcome was a successful implant with no further complications.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no pre-balloon dilation was performed. The deployment starting place was at the bottom of the pigtail.